Event description:
Reporter alleged she couldn't test on compact plus system because of a power concern. Reporter stated that within twenty-four hours of attempting to test and the meter not having power, she passed out after becoming hypoglycemic. Reporter stated that her friend helped her up and gave her food to eat, which she would not have been able to do for herself. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.